Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not opening and had clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not opening. A field service engineer found that the drawer 6 main matrix drawer was clicking when trying to open. Removed the back cover and found the plunger u link broken and removed the drawer and replaced the u link plunger and reinstalled the drawer and tested it in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.